Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump would not restart after rebooting to clear an alarm. The user reportedly tried inserting new batteries and changing caps, but the issue remained unresolved. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2016 with the following findings:a review of the black box indicated that the pump was not resumed after a ¿replace battery¿ alarm. There was no evidence of short battery life. Visual inspection did not find any damage to the battery cap or battery compartment. The battery cap was able to secure properly to the pump. The pump powered on normally with no alarms and was exercised for 24 hours with no alarms or power issues occurring. The pump was opened and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).